Event description:
It was reported that pump displayed malfunction alarm with code and there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset, and malfunction did not recur after reset, so customer was advised to continue using pump and to call back if problem returned, and customer acknowledged these instructions.